Manufacturer narrative:
A zoll medical field service engineer (fse) went to the customer site to evaluate the device. Initial troubleshooting included bypassing the humidifier and installing a new circuit, but delta p remained low at 43 cmh2o. To resolve the issue, the driver displacement indicator board was calibrated to ensure accurate measurement and control. The patient circuit was calibrated and passed, confirming airflow, pressure, and volume delivery were within required parameters. A full ventilation performance check was completed, meeting all operational standards. Verification checks were performed and confirmed that the ventilator is fully operational and compliant with specifications, with map stabilized. The customer was advised to verify power knob alignment and peak-to-peak voltages if further adjustment is required.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device had a low delta p reading. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided.